Event description:
It was reported that this implantable cardioverter defibrillators (ICD) device exhibited functional loss of capture on both right ventricular and atrial channel. Upon review of the atrial tachycardia response (atr), the healthcare professional was concerned on why it was marking as ventricular fibrillation (vf). Technical services stated that the atrial fib (af) was falling into refractory period and there was functional loss of capture. Ts discussed programming options. This device currently remains in service. No adverse patient effects were reported.